Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, the powered handle exhibited a battery error and would not charge. The sales representative attempted to charge the handle using different bays on a known working four-bay charger, but the issue persisted. An alternative charger was not tried. The sales representative considered upgrading the handle to resolve the issue, but was advised that this would likely not resolve the problem. No replacements or returns were initiated at the time. There was no patient involved. Medtronic's initial evaluation of the incident device found that the handle was opened up and both battery cells were found to be vented.